Event description:
It is reported that while surgeon was trying to extract entire construct, the baseplate dislodged from offset adapter, leaving the offset piece and stem trial in the tibia. The screw was still attached to tibial plate trial.

Manufacturer narrative:
This report will be amended when our investigation is complete.